Event description:
It was reported that a leak was observed from a large volume intermate after filling the device with pamidronate 90mg in 250 ml nacl (non-baxter product). No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot 13m079 was manufactured between november 18, 2013 and november 19, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One actual unit was received for evaluation. The visual inspection on the unit (via the naked eye) noted leakage inside the pouch that contained the unit. The cause of the reported leak was due to broken tubing at the junction of the luer post. Functional test is not required since the leak problem was verified during the visual inspection step. Based on the finding, the product did not meet product specification and was therefore a nonconforming product. No additional defects were found during the sample evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The leak was found before use. There was no patient involvement. Evaluation summary: the cause of the broken tubing was undetermined. A CAPA was opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.